Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a weak circulation pump. The arctic sun 5000 was evaluated upon receipt. During decon and evaluation, the device was primed to fill. Circulation pump was serviced. Low flow in bypass. The device underwent full pm procedure. Mixing pump and circulation pump were serviced. Heater was replaced. Manifold o-rings, drain valves, tank tubing, and coin cell were replaced. Condenser coil, tank and level sensor were replaced. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance arctic sun device primed to fill. Per sample evaluation results on 25jun2025, low flow in bypass related to the circulation pump found in the wo.